Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer called to inform that the system showed a few 23013 recoverable error messages. Then the system gave the option to disable set up joint (suj) 4. Although it is a recoverable error, after several attempts to resolve it, the error persisted, and it was necessary to deactivate arm 4. It was also reported that the forceps attached to arm 4 were holding tissue at the time of the error, and it was necessary to open the forceps. The procedure was completed robotically using the remaining available arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the shoulder harness cable located on setup joint (suj)4 in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to electrical issues from the shoulder harness suj4, which led to excessive primary and secondary encoder latency errors. It can be resolved by replacing the shoulder harness in suj and/or disabling the arm to complete the procedure. .